Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis failed to recognize that the cubies were not opening across an entire drawer. Additionally, the drawer would not close unless forced, which resulted in the unit failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had bad rails. A field service engineer (fse) found the drawer had bad rails and replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.